Event description:
Customer reported his insulin pump has not been working correctly. Since he moved to a hotter climate, the issues have gotten worse. Yesterday, he tried to fill the tubing and the device alarmed no delivery. He tried to get back to the home screen, but the device went totally blank. Customer replaced the battery but the device is still not working. He left the battery out for an hour or two. He stated when removing the cannula, it would come out totally dry. No insulin had gone through. Customer's blood glucose is 283 mg/dl. He treated with manual injections. Customer cannot troubleshoot for no delivery because the device is blank customer took the battery out for ten minutes and cleaned the contacts, but the display did not return. Customer stated, he thinks the reservoir was not locking into the device correctly, causing the no delivery alarms. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display due to broken solder joint and lifted traces on the interface board. Unable to test for excessive no delivery alarm due to the blank display. The device had scratched case at the reservoir tube, minor scratched display window and cracked reservoir tube lip.